Manufacturer narrative:
The account found that the solenoid was defective, no voltage on the solenoid. The account replaced the solenoid to correct this issue.

Event description:
The account alleged that the head up will not work on this bed. No pt impact.